Manufacturer narrative:
Voluntary medwatch form #: mw5067201. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-legacy pump stopped during continuous intravascular infusion of remodulin. The event was observed by the patient's mother. It was noted that there were no error messages displayed. The device had been in use from 2016 to the present. The pump was alternated with another and batteries were changed each time. No side effects or issues were reported. The incident was considered a serious injury and that intervention was required. See MFR: 3012307300-2017-00564.